Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the device leaked at the side of the sampling port during routine monitoring. The device was replaced. No injury to the patient was reported.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the device history record and complaint database could not be performed since no lot number was provided.